Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for the lot# 8173882 for the same defects or symptoms. Previous complaint (B)(4). There was no documentation of issues for the complaint of batch #8173882 during this production run.

Event description:
It was reported that during use of the bd¿ blunt fill needle the metal needle broke off at the white tip area of the hub while inserting the needle into the ampule. Verbatim: metal needle broke off at white tip area of hub while inserting needle into ampule.